Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An exterior physical visual inspection was performed and passed. Receiver charged and boot test was performed and passed. Open receiver case for internal visual inspection and passed. The battery was measured and failed, 3.56 vdc at 100% charge. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause is defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.